Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a mynxgrip vascular closure device (vcd) was unable to deploy. Manual compression was held for hemostasis. Distal pulses were intact at the conclusion of the procedure. The patient's neurologic exam was unchanged after the procedure. There was no reported patient injury. Additional information was requested but it unknown. The device is being returned for evaluation.

Manufacturer narrative:
As reported, a mynxgrip vascular closure device (vcd) was unable to deploy. Manual compression was held for hemostasis. Distal pulses were intact at the conclusion of the procedure. The patient's neurologic exam was unchanged after the procedure. There was no reported patient injury. Additional information was requested but it unknown. A non-sterile ¿mynxgrip vascular closure device¿ was returned for investigation. Visual inspection of the returned device showed that the shuttle was engaged to the black handle with the stopcock in the open position. The catheter was inserted into an unknown non-cordis sheath of the corresponding french size. The syringe was connected to the device. The shuttle slit was slightly open and kinked, allowing visualization of the sealant. No other outstanding details were observed. Per functional analysis, a simulated deployment process test was performed as is indicated in the IFU. The sealant was deployed/pushed by the tube advancer as expected. The returned device performed as intended without any issues. The failure experience by user could not be replicated, and no anomalies were observed. The reported event of ¿sealant-failure to deploy¿ was not confirmed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism, even though the received condition indicated an unsuccessful deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and the product investigation, it is not possible to determine what factors may have contributed to the reported failure. However, procedural/handling factors (such as incomplete engagement of the advancer tube) most likely contributed to the failure to deploy event experienced by the customer since there were no functional anomalies observed with the deployment mechanism of the returned device and the sealant was able to be deployed without issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.